Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The inserter tip was found to be bent. To prevent this issue, the surgical technique indicates that the inserter should always be fully locked during impaction. Conclusion: it is unknown if the tips were locked during impaction. Furthermore there was excessive rust colored debris on the implant likely causing the jamming of the slide button as well as the locking knob. It is unknown when this corrosion/debris occurred so it cannot be confirmed that is contributed to the reported event. The IFU for navigator states that instruments must be examined for wear or damage prior to surgery. The exact cause cannot be determined at this time and is likely multifactorial in nature.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. There was significant rust colored debris on the distractor paddles which may have contributed to the device jamming. The IFU for navigator indicates that the device should be cleaned with the distractor paddles open, and also that the instrument needs to be lubricated regularly. It is unknown how often the instrument was used; the navigator IFU states that instruments must be examined for wear or damage prior to surgery and wear may result from extensive use or extensive force. The surgical technique states that the extension handle must be used in order to prevent the application of too much torque on the distal end of the instrument. It is unknown if the extension handle was used. Further information was requested about this event but never received. Conclusion: the above points are all potential contributing factors but an exact cause cannot be identified without more information.

Event description:
It was reported that when using the dynamic distractor they noticed the expansion height indicator was off, the nurse tried to fix it and the piece fell out of the distractor making it impossible to read how much you were distracting. However they were able to use and this did not slow down the progress of the case. The straight inserter operated perfectly on first tlif cage at l5/s1. The second cage was inserter at l4/5 and while inserting with both mechanisms locked the inserter started rotating and loosened even though both the back knob and both safely latches were completely locked down. This was not ideal because the surgeon wanted the cage more anterior than it ended up. This again did not delay the case or harm the patient in any way.

Event description:
It was reported that when using the dynamic distractor they noticed the expansion height indicator was off, the nurse tried to fix it and the piece fell out of the distractor making it impossible to read how much you were distracting. However they were able to use and this did not slow down the progress of the case. The straight inserter operated perfectly on first tlif cage at l5/s1. The second cage was inserter at l4/5 and while inserting with both mechanisms locked the inserter started rotating and loosened even though both the back knob and both safely latches were completely locked down. This was not ideal because the surgeon wanted the cage more anterior than it ended up. This again did not delay the case or harm the patient in any way.